Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose (bg) level was 400 mg/dl, which was addressed with a pen injection. Reportedly, the customer had old pen injections available, that did not bring bg level down. Tandem technical support advised the customer to contact health care provider for alternate insulin therapy. Multiple attempts were made to follow up; however, the customer did not respond.